Event description:
The patient reported that while sleeping and upon waking, noticed blood glucose (bg) levels had risen significantly--up to 600 mg/dl. In response, the patient removed the pod after wearing it for over 48 hours and proceeded to the hospital. Patient confirmed the reason for seeking medical attention was related to an issue with the pod. According to the patient, the pod had stopped functioning properly, which resulted in elevated bg levels. Patient was hospitalized for 5 days and the symptoms that prompted medical attention included dizziness, vomiting and difficulty in walking. Patient was diagnosed with diabetic ketoacidosis and received treatment consisting intravenous fluids and insulin therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s921usqs4byg2. Hardware: sm-s921u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.